Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when attempting to insert the lens, the haptic was noted to be bent. The issue was observed during loading, with no patient contact. In the surgeon's opinion, the product caused or contributed to the bent haptic. The procedure was completed on the same day.